Event description:
Follow up information obtained reported that the patient was scheduled to have their ins replaced on (B)(6) 2013. It was also noted that the current lead will also be checked at that time and, if unsatisfactory motor responses are observed, the lead will also be replaced. If additional information is received, a follow up report will be sent.

Event description:
High impedance readings of >4000 ohms on all of the bipolar pairs were reported. The patient had just recently started being treated. Poor bladder control and shocking at the implantable neurostimulator (ins) pocket site about a month ago were articulated. It was thought that the patient had started having issues in (B)(6) 2012 and it had been decided to turn the ins off and to not use the therapy. Recently the patient decided that she wanted to try therapy again and wanted the battery replaced. Battery replacement was planned, but it was unclear what had caused previous issues. The patient did not have any reported falls/trauma when issues started occurring. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: 2006 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).